Manufacturer narrative:
Not in manufacturing mode. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected blank display noted during testing. Unit was received with minor scratched lcd window, broken belt clip rails, scratched case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a white display that then went black. Blood glucose level at the time of the incident was 600 mg/dl. The customer was advised to let the insulin pump rest for two hours and call back if the issue was not resolved. Customer called back and reported that the issue was not resolved through pump rest. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.